Manufacturer narrative:
Serial number was received on december 4, 2009, and with this, the investigation could begin.

Event description:
On (B)(6) 2009, a (B)(6) female had a right breast reconstruction with a tissue expander and dermal graft and was released the next day. She had two previous "lumpiatumus e xrt" surgeries. On (B)(6) 2009, the pt developed signs of an infection, which are described as "erythema and swelling." She is also described as having no fever and a wbc of 8.16. The pt was re-admitted to the hospital and treatment prescribed was antibiotics and removal of the graft. On (B)(6) 2009, the wound site cultures were taken and grew (B)(6). The pt was released from the hospital on (B)(6) 2009, and as of (B)(6) 2009, the pt is still being treated with oral antibiotics. Dose, frequency and route used: single use, 64. Therapy dates: (B)(6) 2009; (B)(6) 2009. Diagnosis for use: soft tissue repair.